Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient lost stimulation following a fall. Diagnostics revealed high impedances. As such, surgical intervention took place on (B)(6) 2022 wherein the lead was explanted and replaced with a new lead. Reportedly, the issue was resolved.

Event description:
Additional information received indicates therapy was confirmed post op.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.